Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had battery issues. There was a chip missing around the battery terminal. He was using two to three batteries per week and the threading was missing on the battery connections. The rewind seemed slower and the customer also received no delivery alarms on rare occasions. His blood glucose level was not reported. The product was not returned. Nothing further to report.